Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that a planned upgrade on the hospital side had affected the stations and prevented them from enabling critical override. A technical support specialist (tss) attempted to access all application, database, reporting, and synchronization servers, all of which were offline at that time and inaccessible. All application servers were offline during the upgrade. The tss later verified that all servers became available again after upgraded and verified that message traffic was flowing normally without delays. The servers were operational, and the customer confirmed that the customer team had placed all stations into critical override and could now access all applications without difficulty. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the station and requested to place all the stations on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.